Event description:
Reporter stated that a comparison between the surestep meter and a hcp meter (while fasting) was 137 mg/dl (ss) and 89 mg/dl (hcp), respectively (54% difference). The reporter also stated that rptr felt like they were "becoming hypoglycemic" at the time the tests were done. There was no allegation of harm.